Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level is 418 mg/dl. Customer is not having any symptoms from high blood glucose level. Infusion set and tubbing was changed by the customer. Troubleshooting was performed partially. Drive support was not mentioned. The customer tried to call their healthcare provider and has not treated his high blood glucose with anything. The customer will do treatment manually for high blood glucose than will call back for assistance. The product was not returned for analysis.